Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-20332. Reference MFR report# 1627487-2013-20333. It was reported the patient underwent surgical intervention due to painful stimulation in the right rib cage. The lead had migrated inferiorly approximately 2 vertebral levels and a portion of the lead was lateral. The migrated lead was explanted and replaced at t8-t9. It was further reported paraesthesia was recaptured in the lumbar region and bilateral legs. The issue was resolved with surgical intervention. It is unclear which lead led had migrated and was replaced, therefore both leads are included in the report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.